Event description:
A report was received that during a lead revision, the physician discovered a cloudy fluid. A culture was taken and infection was confirmed. The patient's precision system was explanted. The patient is reportedly doing well.